Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. During evaluation, it was observed, scratches were noted on the lcd screen. Based on the results of the investigation, the reported issue likely occurred due to faulty power supply unit. However, the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor had no power during an asset inspection. There was no patient involvement in this event.